Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was an 8f. Reportedly, the physician tried to deploy the needles but not all the needles were deployed. A back-down was performed to return the needles back into the sheath. The physician tried to deploy the needles again; however, not all the needles deployed. The prostar xl device was removed and the white suture was found to be broken. A second prostar xl device was used to place the sutures using the preclose technique. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved using the pre-placed prostar xl sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the needles and suture detachment were confirmed. Additionally, all needles and sutures were returned; however, one needle tip had been detached and was not returned with the prostar xl device. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) . Reportedly, all the needles failed to deploy, the backed-down procedure was used; however, the physician tried to re-deploy the needles. Per the instructions for use (IFU), perform the same needle back-down procedure in the event that all needles are not deployed. Do not remove any deployed needles . Do not attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl device with another prostar xl device, an introducer sheath or use conventional compression therapy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.